Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information from the final investigation. Updated fields: h2, h6, h11 corrected fields: h6 health effect - impact code f26 (removed), h6 medical device problem code (removed), h6 component code (removed), h6 type of investigation b12 (removed), h6 investigation findings (removed), h6 investigation conclusions d02 (removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue inside the air/water channel. There was no patient involvement.